Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb, assy, safety, pcs2, 8150. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified a customer reported "need safety board /damaged /melted /burnt / tech threw part away so unable to return." There was no donor involvement.